Event description:
It was reported that during implant device interrogation revealed high pacing impedance and helix unable to extend on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: b5 and h6, for lead not being able to retract.

Event description:
It was reported that during implant device interrogation revealed high pacing impedance and helix unable to extend and unable to retract on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.